Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for 00515048201 lot number z000011268, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 19 november 2018, it was reported from seichikai memorial hospital that this complaint product didn't work on high mode. On 09 january 2019, a returned product investigation was performed on the 00515048201. The physical evaluation revealed that the device worked in high mode, but only when the trigger was held. In addition, it was noted that the device was disassembled by another department outside of post market. Therefore, the results of the returned product investigation could not confirm the reported event. The reported event could not be confirmed during inspection of the device as the device was returned open prior to our returned part evaluation. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The customer alleged that during the surgery, this complaint product didn't work on high mode. Product examination determined that the batteries were leaking. No additional patient consequences.